Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a battery out limit. The customer had a high blood glucose 512 mg/dl. The customer stated that she forgot to bolus for lunch and declined to troubleshoot. The batteries had been out of the insulin pump for a greater duration than allowed by the insulin pump, and the customer was advised that this is normal behavior.